Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinojugular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, per report, during inflation the valve moved ventricular due to heavy calcified annulus and leaflets causing the valve to be deployed in a too-ventricular position, leading to aortic insufficiency. The second valve was placed to correct the ai. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by our (B)(4) affiliate, during a tavr procedure the 23mm sapien xt valve was deployed too ventricular resulting in severe aortic insufficiency (ai), requiring deployment of a 2nd valve. The second valve was positioned as intended with trace ai. The patient was stable at the end of the procedure. As reported, the valve was positioned 50:50 across the annulus, but landed 30:70 aortic/ventricular. The second valve was positioned and landed 50:50 in a more aortic position. As per report, very heavily calcified annulus and leaflets made positioning difficult. On inflation, valve moved ventricular due to calcium. The native annulus measured 26mm by 21mm with an area of 400mm2 by CT. There was moderate leaflet calcification, and severe aortic root calcification. Coaxial alignment of the delivery system and valve and the image intensifier angle were reported as good. Ventilation was held during valve deployment and there was no loss of pacing capture.